Event description:
This cds report is being filed for the thrombus after the clip procedure. Thrombus is a serious injury and required medical intervention. It was reported that two mitraclips were implanted on (B)(6) 2013 in the patient with non-ischemic, functional mitral regurgitation (mr), reducing the mr from 4+ down to 2+. There was no thrombus noted during the clip procedure. That day, after the clip procedure, the patient had a headache and blurred vision. The patient was found to have a left sigmoid sinus thrombus. The patient was discharged home with anti-coagulant medication and home health care on (B)(6) 2013. At the follow-up visit on (B)(6) 2013 the patient reported the headache was resolving, but continued to have some blurred vision. The physician reported this thrombus event was procedure-related, but not related to the mitraclip device. The physician stated that the patient has a known thrombophilic tendency (anti-phospholipid syndrome) and was given appropriate anti-coagulants during the procedure. There was no additional information provided.

Event description:
Subsequent to the previously filed initial medwatch report, additional information was received indicating there was no thrombus noted during the clip procedure. The patient had a known thrombophilic tendency, but was given appropriate anti-coagulants during the procedure. The patient has pre-existing anti-phospholipid syndrome. The physician reported that the headaches and blurred vision are caused by the venous thrombosis, which is related to anti- phospholipid syndrome.

Manufacturer narrative:
(B)(4) concomitant products: mitraclip system steerable guide catheter: sgc01st, lot # 10236415, serial # (B)(4); clip delivery system: cds02st, lot # 10250275, serial # (B)(4). Relevant tests/laboratory data: (B)(6) 2013: tte=ejection fraction 19%, mr severity: moderate (2+); (B)(6) 2013: tte=ejection fraction 28%, mr severity: moderate (2+); (B)(6) 2013: CT scan of the head = occluded thrombosed left sigmoid dural venous sinus and visualised left internal jugular vein. The age of the occlusion is indeterminate. No associated hyperdensity on precontrast imaging. No associated venous infarct or hemorrhage detected. The clips remain in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). In this case, there were no reported device malfunction and the device was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known potential complication associated with the mitraclip procedure. Based on the information reviewed, there is no indication of a product deficiency.